Event description:
The infusion pump module stopped during an infusion, and beeped channel error. There was no patient harm. A new channel was placed to resume therapy.biomedical assessment:testing found one episode of two each 222.4050 errors in the error log. This error translates to "air in line check failure." The error did not repeat during bench testing. The proper operation of the air sensor was verified. The unit passed the manufacturer's test procedure and was returned to service.